Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during the collection of bone from the right femur, for use around a retrograde femoral nail on the left side, several issues occurred with the ria 2 device. Excessive heating of the handle surrounding the motor shaft occurred which caused melting of the materials and the yellow seal. The heads used broke successively. The metal ring located at the end of the 2nd shaft guide tore. A drill chuck (blue color) was used on the motor. The informed surgeon took care to remain at an angle of less than 10° when introducing the device. Irrigation of the device was scrupulously controlled throughout the operation. The following consequence occurred: metallic residues potentially remained in place, there was significant surgical delay, and the amount of bone collected was not as large as initially expected. This report involves one (1) ria 2 bone harvesting kit 520mm sterile. This is report 3 of 8 for (B)(4).

Manufacturer narrative:
Additional narrative: only event year is known. Additional device product codes: hrx. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. The photos were returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photos. Visual analysis of the returned sample revealed that there was no damage or defects with the ria 2 bone harvesting kit l520. A dimensional inspection for the ria 2 bone harvesting kit l520 was unable to be performed due to post-manufacturing damage and device design materials. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the ria 2 bone harvesting kit l520 was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: manufacturing location: packaged, sterilized and released by: monument. Release to warehouse date: 07-jul-2021. Expiration date: 01-jun-2022. Part number: 03.404.000s, ria 2 bone harvesting kit 520mm sterile. Lot number: 258p487 (sterile). Lot quantity: (B)(4). This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the packaging or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404.m001, reaming rod/drive shaft packaged. Lot number: 258p378. Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m012, ria ii ream rod/dr shaft seal. Lot number: 116p167. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of conformance was reviewed and determined to be conforming. Part number: 03.404m002, graft/irr/suction assembly. Lot number: 258p440. Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m033, ria ii graft filter. Lot number: 204p514. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of conformance was reviewed and determined to be conforming. Part number: 03.404m014, irrigation tubing set. Lot number: 186p298. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of compliance was reviewed and determined to be conforming. Part number: 03.404m015, suction tubing set. Lot number: 239p927. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of compliance was reviewed and determined to be conforming. Part number: 03.404m003, manifold assembly packaged. Lot number: 258p458. Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m010, ria ii manifold assembly. Lot number: 204p503. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of conformance was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that there was less than an hour delay. There is no additional procedure planned.